Manufacturer narrative:
Concomitant medical products: etlw1610c93e, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 48 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, the distal section of the endurant ii aorto-uni-iliac (aui) stent graft was implanted in a very narrow, calcified, and angulated section of the aorta. After implanting an endurant ii stent graft limb and ballooning, the physician determined that there was inadequate wall apposition of the limb within the endurant ii aui. An angiogram revealed that there was a type iii separation endoleak. The physician elected to implant an additional endurant ii stent graft limb with the proximal end positioned 2 cm proximal to the existing limb. The type iii endoleak was resolved and the procedure was completed. Per the physician, the cause of the event was due to the patient anatomy of an angled and calcified section of the aorta. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the cause of the limb separation could not be determined from the pre-implant films provided. Films during and post-implant were not available for review, and the amount of stent graft overlap at implant is unknown. The pre-implant anatomy of the infrarenal aorta and iliac arteries was confirmed to be extensively calcified, tortuous, with narrow diameter vessels. It is possible that implanting within this challenging anatomy may have contributed to the inadequate stent graft opposition between the two components, and type iii separation endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.